Event description:
It was reported via repair work order that the bed had no power due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power due to cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted. Customer evaluated unit.

Manufacturer narrative:
Follow-up submitted with conclusion results that the issue was resolved by sending the customer a cpu board for them to install.